Event description:
It was reported that the user¿s g7 sensor did not connect to the ilet due to an incorrect sensor code, which led to hyperglycemia with glucose reported over 400, while the dexcom app was reading. The agent guided the user to toggle to g6, restart the ilet, toggle back to g7, and re-enter the correct pairing code, after which the sensor reconnected and glucose began to decline. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user entering the incorrect pairing code, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error contributed to the event.